Event description:
The reporter (patient current observing doctor) states that a surgeon at a different clinic implanted a implantable collamer lens of unknown model and size and power into the patients left eye (os) on (B)(6) 2022. The current observing doctor saw patient for the first time on (B)(6) 2022, where he unfortunately became aware of several medical errors. Per email the findings in the eye after the glaucoma attack were as follows-"temporal corneal incision, anterior chamber shallower, iris temporally depigmented and "ragged", pigment dispersion in the anterior chamber, wide and plegic pupil, icl speckled with pigment, anterior subcapsular lens opacity- cataract."teporal corneal incision, anterior chamber shallower, iris temporally depigmented and "ragged", pigment dispersion in the anterior chamber, wide and plegic pupil, icl speckled with pigment, anterior subcapsular lens opacity- cataract. Ocular background findings normal." Attempts to obtain additional information from the implanting surgeon have not been successful. If additional information is received a supplemental medwatch report will be submitted. See MFR # 2023826-2023-00326 dor fellow eye (od).

Manufacturer narrative:
Clinical code 4581: temporal corneal incision, anterior chamber shallower, iris temporally depigmented and "ragged", pigment dispersion in the anterior chamber, wide and plegic pupil, icl speckled with pigment, anterior subcapsular lens opacity- cataract claim# (B)(4).